Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 01/17/2018. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection showed the lens was observed kinked/crimped and torn. One of the haptics was stuck to optic and the other haptic was twisted and cut at one side. The condition of the returned lens could be related to the use of a non-abbott cartridge for the insertion. The reported issue was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaint was received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted / explanted, give date: not applicable, lens removed/replaced in initial procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic of a zcb00 18.5 diopter intraocular lens (iol) would not unfold after insertion into the patient's operative eye. Reportedly, the customer used a non validated, non amo cartridge. No additional information was provided.